Event description:
It was reported that during a control of the ICD involved in this MDR report, the message "low shock impedance: defibrillation system inefficient" appeared on the screen. A re-intervention was recommended. During the revision on (B)(6) 2010, the physician decided to remove only the ICD and to isolate both leads. It was really difficult to explant the ICD and to isolate the leads because of the fibrosis and the ICD was implanted under the pectoral muscle. The physician had to cut the rv lead, and to pull very strongly, in order to isolate it. A noise was heard: the lead may have been damaged. At the end, the physician managed to retrieve the ICD and the distal part of the rv lead. The a lead and the rest of the rv lead were isolated with plugs. They will remain implanted until a new reintervention (implantation of a new ICD, a and rv leads on the right handisde) scheduled on (B)(6), 2010. The pt remained hospitalized until this reintervention.

Manufacturer narrative:
On 06/30/2010 - this event concerns a device that was MFR and used outside the united states. Analysis is pending.